Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a calibration error with her glucose sensor. Her blood glucose was 155 mg/dl at the time of reporting. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. Both sensor failed per specification. One of the two failed due to the low readings and the other failed due to no isig readings. The lab transmitter was checked for proper use and operation and the transmitter passed per specification. No needle anomaly could be confirmed due to no needle being returned.